Event description:
The customer reported approximately twenty (20) milliliters of diluent leaked inside the instrument involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The customer indicated patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered tubing at fitting #8 of the blood sampling valve (bsv) center section came off. The fse re-trimmed and reinstalled the tubing to resolve the issue. The fse verified system operation and indicated quality control (qc) passed. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).